Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: visual analysis of the returned device identified; fold creases, weight within specification. After autoclave cycle was identified: cloudy gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported a right-side capsular contracture baker grade iii-IV and later reported capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported a right-side capsular contracture baker grade iii. The device was explanted.